Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test. Insulin pump received with cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker, stained address/serial number label, stripped battery cap(p) coin slot. The p-cap locks into the reservoir compartment properly noted. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that a piece was missing from the top of the battery compartment while changing the battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.